Manufacturer narrative:
This device has not been returned at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode was explanted due to an unspecified reason and replaced. No adverse patient effects were reported.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.